Manufacturer narrative:
During the evaluation, bench engineer determined that due to the defective paddle tray, printer parts and battery (reached its end of service), the device did not pass the operation control test. Hence engineer replaced the multiple defective parts (paddle tray, battery and printer parts) to resolve the issue. The device remains at the customer site and no further evaluation is warranted at this time.

Manufacturer narrative:
Reporting address line 1: (B)(6). Reporter city: (B)(6). Reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution phone: (B)(6). Reporter phone: (B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the defibrillator indicating that the device was not going through the test. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.